Event description:
A malfunction alarm was reported, identified by a specific malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction code did not appear again. The customer was informed to continue using the pump and advised to call back if the issue recurred.